Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was being prepped for use in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a pinhole was noted to the inner packaging of the sterile kit. The procedure was successfully completed using a second genesys procedure set. The patient was reported to be fine at the conclusion of the procedure.